Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed. A driveline power fault alarm was captured, cleared, and did not return in the log file data. There were no other notable alarms active in the log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had experienced two driveline power fault alarms a couple of months apart. The driveline was free of any visible structural issues. The most recent alarm was noted on (B)(6) 2026. The log files were submitted for review. The event log files confirmed the reported driveline power faults (b), and the pump appeared to be operating normally. It was reported that the alarms were cleared from the heartmate touch screen and then the system controller was exchanged the same day. The device operated as expected and the patient was clinically stable.